Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating") and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in 2010. At the time of the report, the perforation, dyspareunia, abdominal pain lower, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder pain (due joint disorder). Concurrent conditions included carpal tunnel release. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), pelvic pain ("pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the perforation, dyspareunia, abdominal pain lower, abdominal distension, pelvic pain, menorrhagia, psychological trauma and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, menorrhagia, pelvic pain, perforation, psychological trauma and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received events " menorrhagia, psych injury, weight gain" were added. Reporter information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.